Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was lifted up slightly and the jaws were somewhat burnt. The device had minimal evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle and distal jaw tips assembly were opened up and there were no non conformities. Based upon these observations, the reported complaint for "stopped working" could not be replicated or confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 stopped working, failing to activate. They waited more than 30 seconds, tried switching out the generator, but it still would not work. A new device was used to complete the procedure. The hosp did not report any pt effects. The product was returned.